Manufacturer narrative:
Based on the additional information received, this event is no longer considered a serious injury; therefore, the event is no longer considered to be reportable.

Event description:
The patient did not receive any other treatment and was reported to have completely recovered.

Manufacturer narrative:
The device has been returned to the manufacturer and is currently under evaluation. As the investigation of this event is in progress, a follow-up report will be submitted upon completion of the investigation.

Event description:
The patient was treated on face and neck and reportedly noticed blisters on lower face and neck the following day. During the procedure, the patient was alert and able to provide feedback to the clinician. The highest energy level used was 3.5. Post-procedure, the patient used topical lewema creme and over the counter nepz+cbo3 medication for managing her second degree burns. Additional information has been requested but has not been received.